Event description:
Nurse did a routine brake check on the bed and found the brakes not effective. Bed had brake recall kit installed in 9/2008.====================== health professional's impression======================failure of brake recall kit.